Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. It was found that the IV pole was sliding without control. The technician opened the shell, adjusted the set screw and tested the machine several times. The device was returned to service. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. It was found that the IV pole was sliding without control. The technician opened the shell, adjusted the set screw and tested the machine several times. The device was returned to service. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be the need for a screw adjustment.